Event description:
It was reported that the left ventricular lead dislodged into the coronary sinus and exhibited loss of capture. The lead was repositioned and some time after the procedure, the lead dislodged again. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.